Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had decreased sensing. The right ventricular lead was noted to have low sensing. The pace/sense portion of the rv lead was capped and replaced and the high voltage lead remains in use. The atrial lead remains in use. No patient complications have been reported as a result of this event.